Manufacturer narrative:
(B)(4). S.w version unknown. Retainer ring = black. Customer returned insulin pump for an alleged blank display, cosmetic damage located at the back, critical pump error (open book image) alarm, possible over delivery, bolus anomaly, low blood glucose and high blood glucose found on (B)(6) 2022. Also, on case-2022-00550606, svn#: (B)(4)- customer returned insulin pump for an alleged blank display, cosmetic damage located at the back, critical pump error (open book image) alarm, possible over delivery, bolus anomaly, low bgs and high blood glucose found on (B)(6) 2022. Insulin pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. Insulin pump was received with a critical pump error (open book image) alarm. No blank display noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Please see below for the date range listed in the formatted history file. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of (B)(6) 2022. In further full review of the pump history/traces on the event date of (B)(6) 2022, there is no unexpected alarms/suspends and found bolus wizard delivery of 50unit. The insulin pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to electrical board. However, found corrosion on the electrical board 1 and 2 and force sensor. No corrosion or moisture damage found on the battery tube, motor and vibrator assembly noted. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the pump diagnostic trace file. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file due to corrosion on the electrical board 1 and 2 and force sensor. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event dates of (B)(6)2022 and (B)(6) 2022. The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads and a scratched case. Cosmetic damage was confirmed at the back of the pump. Unable to verify customer alleged for low blood glucose and high bgs. Unable to verify possible under delivery, bolus anomaly and complete the functional testing due to critical pump error (open book image) alarm. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Blank display was not confirmed. However, critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm due to corrosion on the electrical board 1 and 2 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were in emergency medical services due to low blood glucose with blood glucose of 137 mg/dl and insulin pump was not working properly, it had a crack on back and had critical pump error alarm along with open book image. The customer treated low blood glucose with food and glucose tablets. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer was not using auto mode at the time of incident. The customer was assisted with troubleshooting. The customer will continue to use the device.